Event description:
The pump was returned for investigation. Investigation revealed the display is dim and reddish. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display is dim and reddish. The audio bolus button cover is detached. (B)(6).